Event description:
Furthermore, the lead was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance and low decline in r-waves with a recent increase in threshold. The lead remains in use. No patient complications have been reported as a result of this event.